Event description:
It was reported that the patient experienced hematuria and hemolysis post pulsed field ablation (pfa) procedure. 51 applications performed on the posterior wall and mitral isthmus in the left atrium during the procedure. After the procedure, the physician noted that the patient's urine had darkened in color. Fluid was given to the patient in post-anesthesia care unit (pacu), no other interventions were performed. The patient stayed overnight in the hospital for observation and is expected to fully recover. The farawave nav catheter is not expected to return as it was disposed, therefore, the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.